Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath with a 44.5cm piece of delamination. Microscopic examination revealed that the shaft was kinked at the hub. The distal end of the shaft was scratched and damaged over the markerband. The braiding was not exposed and the arnitel material of the outer shaft was intact with no separations; however, the returned delamination was verified to be the pfte lining inside the shaft of the sheath. Microscopic examination revealed that the distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inner liner of the sheath detached. The approximately 50% stenosed target lesion was located in the moderately tortuous and moderately calcified right common femoral, proximal superficial femoral artery (sfa) and popliteal artery. A 6f, 45 cm chariot was inserted into left common femoral artery and advanced up and over the iliac bifurcation. A non-bsc 2mm burr was used in the right common femoral, proximal sfa and popliteal. The burr was spinning near the tip of the chariot sheath, perhaps even inside the distal section of the sheath. Upon completion of the atherectomy procedure, the physician attempted to remove the burr out of the sheath; however it got stuck. The physician pulled very hard to the point that the inner lining of the sheath was pulled out. The sheath and inner lining were successfully removed from the patient. The chariot was exchanged for a non-bsc sheath; however this device would not track over the iliac bifurcation. A different non-bsc sheath and several unspecified angioplasty balloons were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that inner liner of the sheath detached. The approximately 50% stenosed target lesion was located in the moderately tortuous and moderately calcified right common femoral, proximal superficial femoral artery (sfa) and popliteal artery. A 6f, 45 cm chariot was inserted into left common femoral artery and advanced up and over the iliac bifurcation. A non-bsc 2mm burr was used in the right common femoral, proximal sfa and popliteal. The burr was spinning near the tip of the chariot sheath, perhaps even inside the distal section of the sheath. Upon completion of the atherectomy procedure, the physician attempted to remove the burr out of the sheath; however it got stuck. The physician pulled very hard to the point that the inner lining of the sheath was pulled out. The sheath and inner lining were successfully removed from the patient. The chariot was exchanged for a non-bsc sheath; however this device would not track over the iliac bifurcation. A different non-bsc sheath and several unspecified angioplasty balloons were used to complete the procedure. No patient complications were reported.